Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon review, it was noted that the atrial lead exhibited auto mode switch episodes due to atrial lead noise. The noise was reproducible with isometrics. Programming changes were performed. All lead measurements were stable. The patient was stable and did not experienced any adverse events due to the noise.